Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt status post plate, lc-dcp plate and cortex screws implantation on (B)(6)-2011, was discovered to have inadequate fixation of the left hand, the plate was too short. Plate and screws removed on (B)(6) 2011. Pt was revised to a longer plate and screws. This is the 4th of 4 reports submitted on this event.